Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after entering a larger-than-usual meal announcement followed minutes later by an additional smaller meal announcement, with concurrent yard work also reported; review of device reports and user feedback suggested that closely timed multiple meal announcements could have contributed to the low glucose event. Symptoms included feeling weak and ¿weird.¿ outcomes included no medical intervention, no backup therapy use, and no ketone testing or action. Investigation included technical review of reported use patterns and user education. Investigation of this case revealed user-initiated multiple meal announcements in a short interval that can lead to excess insulin delivery and hypoglycemia. It was concluded that the event was consistent with hypoglycemia with unclear precise cause, with user behavior likely contributory and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.